Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model a25-25/c75-o20 suprarenal aortic extension lot: 1025747-019 rel. Date: (B)(6) 2013 exp. Date: 08/31/2015.

Event description:
The patient had an initial implant on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Reportedly, the patient presented with a rupture and a type 3b endoleak. Physician elected to explant the devices at unknown date. The patient is in critical condition.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. The clinical review also identified a rupture of the aneurysm. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. Based upon the investigation, the root cause appears related to use of the devices in a patient anatomy that contained focal stenosis with thick, highly calcified areas. The large number of holes in two devices is consistent with the highly calcified patient anatomy seen in the clinical review. Accelerated wear due to the calcium, appears the most likely cause of the event.